Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 3889-28, lot# v304388, implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the patient had a change in therapeutic effect. The patient usually used a pad at night and it would be soaked. The morning of the call, the patient had not urinated at all. The patient had only urinated twice that day. The patient was concerned therapy was blocking their urination. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.